Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 3-4, flail on the septal leaflet, thin leaflets, and friable leaflets. The first clip, a triclip xtw (40531r1105), was inserted and deployed on the tricuspid valve, reducing tr to a grade of 1. However, difficulties visualizing the clip occurred, and post deployment, the clip partially detached from the anterior leaflet and remained attached to the septal leaflet (partial clip movement). To stabilize the partially moved clip, a second clip, a triclip xtw (40725r1023) was prepped. However, a few minutes later, the clip completely detached from both leaflets, leaving it completely loose in the right atrium (ra). A snare was then inserted and removed the clip from the patient. The second clip, a triclip xtw (40725r1023) was then inserted and advanced to the tricuspid valve. However, after deflecting the sleeve tip 45 degrees, the system lost the acquired flexion, and the f/e knob would no longer respond. It was noted that a cable break was suspected. Therefore, the second clip was removed from the patient. Two clips were then deployed on the tricuspid valve, reducing the tr to trace. There was no clinically significant delay in the procedure. It was noted that the patient woke up without complications.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported poor image resolution was due to procedural conditions. The reported migration (partial clip movement) and subsequent expulsion (complete clip detachment (ccd)) appear to be related to patient morphology pathology. The reported embolism was due to the expulsion. Embolism is listed in the instructions for use as a known possible complication associated with the triclip procedures. The reported unexpected medical intervention was a result of case specific circumstance as a snare used to remove the clip from the patient. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.